Event description:
Philips received a complaint from the customer biomed reporting the v60 ventilator does not detect air flow. The device was in clinical use and exchanged for an alternative device for patient therapy. There was no report of harm. A philips field service engineer (fse) evaluated the device and confirmed the reported issue. The fse determined the issue was due to the alarm limits selected by the user. The device restricts ventilation for safety reasons. Once the default ventilation values were restored, and proper operation was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.